Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred which required cardiac surgery. Prior to inserting the catheters, a check was performed with ice which revealed a trace effusion. The catheters were placed and the right atrium was mapped with the advisor hd grid mapping catheter and an at was ablated with the tactiflex ablation catheter. After going transseptal to treat a pvc, geometry was collected in the left atrium then collected in the left ventricle (lv). While ablating the pvc, pace mapping was done in the lv. Ablation was then performed on the anterior part of the mitral annulus. The procedure was completed and ice was used again to check the effusion. It was observed that the effusion was much larger. A pericardiocentesis was performed but the effusion continued to fill so the patient was sent to the or for surgery. The physician thinks manipulation of the ablation catheter on the lateral wall, which was done with high force, caused the effusion.